Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 218 mg/dl and 195 mg/dl compared to readings of 121 mg/dl and 106 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 218 mg/dl and 195 mg/dl compared to readings of 121 mg/dl and 106 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Functionality testing will be performed to determine if sensor was functioning as intended. Visual inspection has been performed on the sensor plug assembly. It was unable to reprogram and activate the sensor due to error a0 "low battery" message was observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The battery was replaced. Attempt was made to reprogram and activate the sensor and error message ¿security failure ¿ decryption command rejected¿ was observed. This was an error generated by the patch reader software and was not indicative of a cybersecurity issue. It was unable to perform accuracy test. Visual inspection has been performed on the sensor and no issues were observed. Sensor was de-cased in phase 2. Visual inspection has been performed on the sensor plug and no issues were observed. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Attempt was made to extract data from sensor with returned battery and ¿security failure ¿ decryption command rejected¿ error message was observed. Attempt was made to rescan using a known good battery and error message ¿security failure ¿ decryption command rejected¿ was still observed. The ¿security failure ¿ decryption command rejected¿ error message an error generated by the patch reader software and was not indicative of a cybersecurity issue. The error messaging appearing after the battery replacement was an indication that this did not affect the customers complaint. The error message is leave the sensor in a state in which it is not possible to perform functionality testing. Therefore, issue will be closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.